Event description:
It was reported that the system c-arm turned by itself twice. No injuries reported. Field engineer was dispatched and replaced the c-arm switch banks and c- arm rotational switch. Once this was completed system was left working as intended.